Manufacturer narrative:
Event date not reported. Aware date was used instead.

Event description:
It was reported that the patient experienced a transient ischemic attack. It was reported via social media that "the patient has had their watchman closure device implanted for over a year. The patient recently experienced a transient ischemic attack. The CT scan showed no residual deficits."